Event description:
Complainant alleges heating pad gave off a shower of sparks and the cord broke in half. No injuries or property damage reported with this incident.

Manufacturer narrative:
This incident is the direct result of consumer misuse/abuse of the product. Wire break was on both wires going into the control. The insulation was off both wires but all of the wire was not broken completely into allowing the pad to still function. Power cord appeared to have been severely pulled at an angle in order to cause the wire break.